Event description:
Using nellcor technology to monitor spo2, it was reported that the spo2 value was freezing on the hemo monitor. If pulse rate is measured from spo2, pulse rate also freezes which causes the hemo monitor to display stale data.

Manufacturer narrative:
Merge healthcare manufactures merge hemo software to be used in conjunction with a patient data module (pdm) manufactured by schiller. (B)(6) reported an issue to merge where the spo2 value was freezing on the merge hemo monitor display. Northeast georgia uses a pdm with nellcor spo2 technology in it. Merge hemo also supports masimo technology for spo2 monitoring in the pdm. No complaints have been filed with merge in regards to the masimo technology. Merge offered northeast georgia the opportunity to have their units replaced with masimo pdms and they have accepted that. Northeast georgia's units were returned to merge healthcare for evaluation. It was determined that the merge hemo software is operating as expected. The hemo monitor is displaying the data being sent to it from the schiller pdm. The pdm is not updating the spo2 value as it is changing and sending to merge hemo. Merge has notified schiller of this issue. It is only occurring with the pdms that contain the nellcor technology. Internally, merge has issued a stop order, so no further nellcor units will be accepted from schiller by merge or distributed to the field by merge. Merge has drafted a customer letter that will be sent to all sites that have pdms using nellcor technology. As the issue is intermittent and all other vitals remain monitored correctly, merge is not initiating a recall at this time, only advising customers to be aware. Once a root cause is determined by schiller, merger may take further action. In the advisory letter, customers are being offered the option to call merge support and replace nellcor units with masimo units.